Event description:
It was reported that pump display showed 0 units and was not accurate according to customer¿s mother. There was no reported impact to the customer¿s blood glucose level. Customer¿s mother declined troubleshooting, no additional information was obtained. Reportedly, customer reverted to manual injections for insulin therapy.